Event description:
On 14 jan 2020, a patient received a perceval pvs23 in aortic position. Normal device functionality was detected after the implant. On the 7th postoperative day, acute aortic regurgitation (both paravalvular and central) and pulmonary edema were reported. A re-intervention was performed on (B)(6) 2020. The findings were the following 'evertion to the middle of the valve, the lower part of the nitinol stent of the valve and immobilization of the left leaflet'. The device was explanted and, after re-confirming the correct sizing, replaced with another perceval pvs23. A good outcome for the patient is reported. The patient's intraventricular septum was 13mm.

Manufacturer narrative:
The returned valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications, except the deformation at the annulus level and on the corresponding leaflet. The observed deformation can be reasonably attributed to the reported folding of the valve reported in the case history. The replication of collapsing phases was performed using the returned valve pvs 23/m and a demo accessory kit was completed with a good result. During the deployment simulation, the valve positioning and sealing at the annulus level were guaranteed. Although the deformation at the annulus level was still present as well as on the corresponding leaflet, the valve remained fixed inside the annulus without showing significant anomalies or the tendency to folding behavior. The static leak test did not show the presence of paravalvular leak and the water level remained stable under the leaflets free edge furthermore, the manufacturing and material records for the perceval heart valve, model #icv1209, s/n # a87693, as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic in the involved device. However, based on the available information, it is not possible to establish a definitive root cause for the reported event. Should additional information be provided, further investigative actions will be taken and a follow-up report will be provided.

Event description:
On (B)(6) 2020, a patient received a perceval pvs23 in aortic position. On the 7th postoperative day, acute ar and pulmonary edema were reported. A re-intervention was performed on (B)(6) 2020. The findings were the following: evertion to the middle of the valve, the lower part of the nitinol stent of the valve and immobilization of the left leaflet. The device was explanted and replaced with another perceval of the same size. A good outcome for the patient is reported.